Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. Service quote provided to customer for onsite service to replace the three-way solenoid valve and the proportional valve.